Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the blood glucose is low. Customer calling regarding the new box of infusion sets, the new and improved and used the first one this morning and sugar went from 130 mg/dl to 41 mg/dl. Customer¿s current blood glucose was 71 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for since last night but not right now the drive support cap appears normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The patient was disconnected during the rewind sequence. Customer reports programming is accurate. Customer reports was not worn during a medical procedure around high magnetic field. The insulin pump will not be returned for analysis.